Manufacturer narrative:
The device has not been returned for evaluation; therefore, the event cause could not be determined. Correspondence has been sent for the return of the device. Once the device has been received and the evaluation is completed, a supplemental report will be submitted. Reference MDR# 2029214-2018-00725. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information the physician was not able to detach two medtronic implant coils with two separate instant detachers. The two implant coils were eventually successfully detached with the manual method (breaking of the hypotube, an alternative detachment method mentioned in the instructions for use) and implanted in the patient. Prior to the event, the first medtronic implant coil was advanced to the aneurysm and could not be detached with the instant detacher. A new instant detacher was opened and used, but the implant coil still did not detach. For that reason, the implant coil was successfully detached with the manual method and implanted. A second medtronic implant coil was opened and inserted, but it failed to detach with the new instant detacher that was used for the previous coil. This second coil was then detached with the manual method and it was successfully implanted in the patient. No patient injury was reported as a result of the event.

Manufacturer narrative:
The axium prime pushwire was returned for evaluation broken into four (4) segments without both instant detachers; therefore, any contributing factors from the instant detachers could not be assessed. The first segment¿s proximal end was short in length and the crimps were found to be loose. The distal end of the pushwire segment appeared to be jagged with no release wire extending out. The second broken segment was shorter in length with no release wire extending out from either broken end. Both the proximal end distal pushwire ends were found to be jagged with no release wire extending out and it was also bent. The third broken segment was also shorter than the other segments with the release wire extending out from both ends. The proximal end of the pushwire segment was found to be jagged. The fourth broken segment (largest segment) was the distal pushwire segment was measured and found to be approximately 180.0cm in length and also bent near the proximal end. Under the microscope, the coin was not found to be located against the lumen stop, the shield coil was found to be partially missing, and the implant coil was found to be already detached. Per the reported event details, the implant coil was implanted in the patient. The outer jacket was then removed. The inner diameter of the lumen stop was found to be visually acceptable. The lumen stop inner diameter (ID) was measured and found to be within specifications. The retainer ring appeared to be damaged (ovalized). The retainer ring inner diameter (ID) could not be measured because of its damaged condition. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. Based on the axium prime pushwire analysis and on the event description, the customer report of ¿non-detachment¿ could not be confirmed, and the cause for the event could not be determined as the crimps were broken and coil already detached. The customer successfully detached the implant coil from the pushwire by the manual method of detachment as directed in our instructions for use (IFU). Although the customer reported that they detached the coil by the manual method of detachment, the pushwire was not broken at the location as directed in the axium prime coil IFU. The bends and breaks on the pushwire likely occurred during the customer¿s attempt to detach the axium prime implant coil by the manual method of detachment. The cause for the damage to the retainer ring could not be determined. It is possible that the shield coil became lost and discarded following the event. It was not possible to determine if the axium prime coil met specifications due to its damaged and incomplete condition; however, all coils are 100% inspected for damages and irregularities during manufacture. Per the axium prime detachable coil and i.d. (Instant detacher) instructions for use (IFU): directions for use: ¿if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, ¿in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypo-tube approximately 5 cm distal of the positive load indicator at the hypo-tube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿ if information is provided in the future, a supplemental report will be issued.